Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she fell and hit her back where the stimulator was. The patient stated a few minutes later the stimulation sensation went off. The patient confirmed the controller shows the stimulation was on, but she didn¿t feel it. The patient was directed to follow-up with their healthcare provider to discuss this issue and to have the stimulator checked. The indication for use was spinal pain.